Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time.

Event description:
It was reported that insulin leaked from the connection between the needle and unspecified bd¿ syringe during use when attempting to fill the cartridge. The following information was provided by the initial reporter: "customer reports that when attempting to fill cartridge with insulin, rather than insulin dispensing from the tip of the needle, it is leaking out of the connecting point between the syringe and the needle. Bg at time of event: 187 mg/dl".